Event description:
Received a letter from resmed in early june stating my CPAP machine was being recalled. I called the number and resmed stated there is a possibility of the unit causing sparks and I was at high risk since I was on oxygen. I was told by resmed that I would be contacted immediately to replace the unit. Was never contacted and rec'd a second letter in august. Called resmed again, they had no record of my previous calls. I began calling every week for the past month and cannot get anyone to find a record of my calls or to schedule replacement. I was told on the 26 of august, they would have healthcare call the following day. No call rec'd resmed called today to ask if I had a system and had no idea I have been calling weekly. Can't get through the incompetency level of the resmed staff. (See add'l scanned pages)